Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed an error message. No patient injury reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found damaged battery compartment. The reported issue was duplicated. Device was found to be displaying "45639" error code alarm message on power up during investigation. Faulty microprocessor unit board cause the issue and it will be replaced. The cause of the reported issue is faulty mpu board. Product is beyond a year from manufacture date (05/2020) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in 02/2022 and there was no indication the complaint was related to previous service of the device.